Event description:
It was reported that a left thoracotomy was performed in 2002. A drain was placed during the surgery. One week later, a nurse practitioner attempted to remove the drain and was unsuccessful. A surgeon then attempted to remove the drain and the drain broke. Surgery was performed to remove the remaining portion of the drain. The patient remained in the hospital for an additional 4 days.